Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 5 of 5: reference MFR report # 1627487-2017-08604, 1627487-2017-08605, 1627487-2017-08474, 1627487-2017-08473. It was reported that the patient experienced ineffective therapy. Reprogramming was unable to provide resolution. Diagnostic testing showed high impedances on one of the leads. As a result, the patient underwent surgical intervention where the leads were explanted. It is unknown which lead reflected high impedances. Therefore, all suspected devices are being reported.